Event description:
Device 1 of 3. Reference MFR report number 1627487-2013-12721, 1627487-2013-12722. It was reported the physician was performing an extension explant and replacement surgery when he observed two of the patient's leads were missing the metal tips that connect to the extensions. The physician noted this was due to the length of the extensions used, not due to a defect. The physician placed the new longer length extensions and connected to the leads. The sjm representative ran system diagnostics. The impedances were within normal range and the patient was receiving effective stimulation. Note: the patient has four leads from two lot numbers implanted. Two leads are placed supra-orbital and two leads are placed orbital, all leads are for off-label use.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.